Manufacturer narrative:
The condition of failure code 500:320:658:0000 was confirmed due to fluid ingress. The keypad and harness were replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
This is a report from baxter turkey of a colleague infusion pump in which failure code 500:320:658:0000 occurred before use. There was no patient involvement, injury, or medical intervention. No additional information is available. This device utilizes user interface module software version of 5.48.92.